Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the camera cart of the navigation system lost display functionality. It was reported that the power light on the monitor was still illuminated and that the camera was still operational. Cable connections were checked to see if they were loose. Additionally, it was reported that the site used the main cart monitor to continue with the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while troubleshooting the navigation system, the system functioned as designed and the reported issue could not be replicated.